Event description:
It was reported that in the ICU, when the doctor attempted to dilate the insertion site of the right internal jugular vein with the blue dilator, the tip of the dilator became stuck and kinked while in the vessel. As a result, the dilator was removed and replaced with a new one and the catheter was successfully placed. It was unknown if this caused a delay, however, there was no reported death or complications to the patient, and no damage to the vessel.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.